Event description:
A customer contacted beckman coulter inc. (Bci) in regards to incorrect phosphorous (phosm) results generated by unicel dxc 800 pro synchron clinical system. The results were reported out of the laboratory. Subsequent testing on an alternate analyzer produced different results. The customer indicated the differences are not significant enough to require amending the results. The patient treatments were not impacted.

Manufacturer narrative:
Qc and calibration results were acceptable. The customer observed suppressed results for phosm. A bci field service engineer (fse) visited the site on (B)(4) 2010. The fse cleaned reagent line and flushed out with hot di water. The fse primed the analyzer, calibrated, and ran controls successfully. A definitive root cause has not been determined to date.